Event description:
Customer called needing assistance programming her new insulin pump. Customer's blood glucose was 40 mg/dl. She treated with juice and feels fine for troubleshooting. Customer was advised to get the settings from her previous insulin pump. Customer called back about an hour later needing more assistance. Customer was assisted with setting up the insulin pump. Customer's last blood glucose was 249 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).